Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter has a line through the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2010 at 4:30pm. The patient informed the cca that he was feeling nauseated. The patient did not specify if the alleged issue started before or after the alleged issue began. The patient stated he did not receive any medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter. The alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury. In addition, the patient did not receive any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery using a pre-close technique before an interventional procedure. Reportedly, during needle deployment, none of the needles retracted. "Two of the needles stayed in other position and it was impossible to retract the other 2 needles." The device was removed and a second and third prostar xl device were attempted, but also resulted in none of the needles retracting. The device was removed and three additional prostar xl devices were attempted, but although the needles retracted when pulling out the needles, the suture broke on all three devices. Hemostasis was achieved by tying the one remaining suture into a knot from the last prostar xl inserted. An 8mm peripheral dilatation balloon was inflated from a contralateral approach via the femoral artery for two minutes and manual compression was applied to achieve hemostasis. "The patient was ok without complications." There were no reported adverse patient effects. No additional information was provided.